Event description:
During eval of a returned homechoice machine, a possible overfill situation was identified which occurred in early 2008 during drain cycle 3. The patient's ultrafiltration reading was 266mls indicating the home pt (hp) drained 266mls more than their programmed fill volume of 650mls. This info gives a total drain volume of 916mls (266 mls + 650mls). No pt injury or medical intervention was reported. Despite baxter's attempts, no additional info could be obtained regarding this event.

Manufacturer narrative:
Eval summary: the eval did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill incident. Based on a review of all available therapy log data, the most probable cause of the overfill was determined to be insufficient drain / false empty detect at initial drain and at previous therapy last drain. The device will be routed to the service area. The device eval results were reviewed with the patient's nurse (rn), who confirmed that the cycler had been programmed for standard mode. As a result of this incident, it has been recommended that the rn use the cycler in the low fill mode for small fill volume patients. The low fill mode is restricted to fill volumes of 60-1000mls and is suitable for patients with small fill volumes who may normally drain slowly.